Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an insertable cardiac monitor (icm) device reached end of service earlier than expected. Technical services recommended that the icm device be returned for further analysis. No adverse patient effects were reported. This icm remains in service.